Manufacturer narrative:
Continuation of d10: product ID: afr-00003 product type: mapping system; product ID: afr-00007 product type: location reference patch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was an inability to generate an electroanatomical map. The 3d model started normally but, in some areas, magnetic interferences were observed, preventing geometry collection. The electroanatomical map was only partially created due to magnetic interference. The procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afr-00001 catheter with lot number 0013084632 were returned and analyzed. The log file returned from the field was reviewed and the reported 'interf, map generation, aborted' was plausible based on data analysis. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulse field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The catheter was connected to the final functional tester (e-052) for an impedance, thermocouple, and ndi calibration tests. All three tests passed successfully. In conclusion, the reported 'interf, map generation, aborted' was plausible based on data analysis. The reported "interf, map generation" issues were not reproduced during testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.